Event description:
I had the essure procedure after my third child. I started having horrible pain in my abdomen, was nauseous, dizzy and off balance. I told my doctor and after an allergy test and further discussion determine it was the essure coils that were causing the issue as I am allergic to nickel. Even though the essure rep said that there is hardly any nickel in the product and that it is impossible for what to be the issue! The doctor ended up having to do surgery to remove the coils and when she took them out they were burning into my tubes and would have been a horrible situation if we hadn't removed them. Shortly after that removal of my tubes I started having major bleeding problems and felt anemic. I had to have a hysterectomy to take care of that problem. I am so upset that this procedure has caused me to need a hysterectomy. This has caused major depression and anxiety in my life.